Event description:
Impedances values were greater than 10,000 ohms on all but three contacts. The stimulation with the three contacts did not cover the patient's pain needs. The patient was waiting for revision surgery to be scheduled.

Manufacturer narrative:
(B) (4).